Manufacturer narrative:
According to the gore® viabahn® endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, component migration.

Event description:
On (B)(6) 2016, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system, two gore® excluder® aaa endoprostheses, and two gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On an unknown date, during a followup, it was observed that the distal end of the contralateral leg component had retracted up into the aneurysm in the left common iliac, causing a distal type I endoleak. It was reported that aneurysm growth of an unknown amount had been seen over the 12 months prior to the followup. On (B)(6) 2020, the patient was treated for the type ib endoleak as the distal end of the gore® excluder® aaa endoprosthesis featuring c3® delivery system. The physician implanted a gore® excluder® iliac branch endoprosthesis and two gore® viabahn® vbx balloon expandable endoprostheses. The patient tolerated the procedure. On (B)(6) 2020, during a follow up visit, imaging revealed that the gore® excluder® iliac branch endoprosthesis and one of the vbxs had separated, and there was a type iii endoleak. A reintervention is planned.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications - corrected from code 3207. H6: code 4315 - corrected from code 22. H6: code 4625 - additional code added by FDA after original medwatch submitted cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Gore could not identify which device was involved in the reported ae. This event also includes device 21933316/ 00733132637805 and 21474591/00733132637744. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.